Event description:
It was reported that the tubing was kinked in a continu-flo solution administration set. As this was observed before use, there was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. Visual inspection revealed that the set¿s tubing was sealed by the packaging machine. Further visual inspection noted missing seal marks on the pouch. The cause of the malformed set was a malfunction in the manual packaging of the set where the protruding tube would get caught in the seal. A CAPA has been opened to address this issue, and the machine operators received awareness training. Therefore, the reported condition was verified through evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.